Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and suture was used. During the procedure the needle broke. The surgeon was unable to retrieve the needle fragment and remains in the sacrospinous ligament. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Additional information: narrative - the patient underwent a gynecological procedure for a vaginal prolapse. The surgeon had no plans for further surgery to remove the needle. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.